Event description:
It was reported to philips that the customer ordered and received a defective ac power module. There were no details as to how it was defective. There was no reported patient involvement.